Event description:
It was reported that during removal of the iab from the pt, the central lumen separated and surgical intervention was required to remove both pieces of the iab. There were no further complications.